Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, non-calcified, 20% stenosed, mid, circumflex (cx) coronary artery. A 2.50 x 12 mm trek rx balloon dilatation catheter (bdc) was advanced to the lesion and on the first inflation to 6 atmospheres the balloon ruptured. The bdc was removed from the anatomy. As the lesion was sufficiently dilated, addition dilation was not necessary. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.